Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was found to have a burn mark on the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed, no patient injury or instrument collision occurred, the surgeon did not comment on the cause of thermal damage, the instrument is available for return, but no images or video are available due to the patient privacy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage on the bipolar yaw pulley. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.